Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the affiliate that the er320 device broke and the clips were not formed correctly. Another device was used to complete the case. There was no consequence to the pt.